Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 targeting the medial branch nerves. After using the system for an unspecified time, the patient noted challenges in maintaining connectivity between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging was done by the physician and found that the ipg had migrated out of the pocket and moved back into the tunneling tract created to implant the device. On (B)(6) 2026 a surgical revision was performed to reposition the ipg. During the procedure the device sustained handling damage and required replacement. Both original leads remain implanted and in use.

Manufacturer narrative:
The ipg moving back into the tunneling tract may indicate that the implant technique left the tunnel or the pocket slightly oversize, allowing the device to move or migrate. The movement left the device beyond the recommended depth to maintain consistent connectivity and thus the revision was required. While the information available suggests possible issues with the implant technique, there is not enough information to draw any conclusions, and migration is a known risk of implantable neuromodulation devices.